Event description:
During implantation of the manufacturer's clinical trial lvad, the patient was connected to a power base unit (pbu). Post implantation, and during transport to ICU, the patient was switched to battery support. Upon disconnecting the black power lead from the pbu, the pump stopped and a red heart alarm was alarmed in the system controller. At this point the black power lead was then connected from the pbu to the batteries and the pump was restarted without further issues. Subsequently, the white lead was disconnected from the pbu without further issues. At that time, it was decided to place the patient on a back up pbu and the problem was resolved.

Manufacturer narrative:
The patient remains ongoing on the device without further incidents. The power base unit (pbu) was returned to the manufacturer and serviced. It was identified that the back panel pcb had burned and the black power lead was out of tolerance. Both components are currently being analyzed by the manufacturer. No further information is available at this time.